Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign bodies alleged to be v.a.c. Granufoam dressing and v.a.c. Whitefoam dressing were inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Device labeling, available in print and online, states: dressing changes: wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. V.a.c. Whitefoam dressing is recommended for use in tunnels. Do not place foam into blind or unexplored tunnels. The foam in the tunnel should communicate with the foam in the wound bed and be easily visible. Techniques for tunneling and sinus tracts v.a.c. Whitefoam dressing is recommended for use in tunnels. Always cut the v.a.c. Whitefoam dressing wide at one end and narrow at the other. This will ensure that the opening to the tunnel or sinus tract remains patent until the distal portion of the tunnel has closed. Continuous therapy should always be used until the tunnel has completely closed. Initial dressing application for tunneling and sinus tracts. Determine the length and width of the tunnel or sinus tract using a measuring device of your choice. Cut the foam to the size that accommodates the tunnel's dimensions, plus an additional 1-2 cm into the wound bed. Gently place the foam into the tunnel or sinus tract all the way to the distal portion. The foam in the tunnel should communicate with the foam in the wound bed and be easily visible. Subsequent dressing changes. As the drainage begins to diminish and the presence of granulation tissue is noted, subsequent dressing changes may be altered in the following way: determine the length and width of the tunnel or sinus tract using a measuring device of your choice. Cut the v.a.c. Whitefoam dressing wide at one end and narrow at the other. Gently place the foam into the tunnel or sinus tract all the way to the distal portion. Pull out 1-2 cm and ensure that some of the tunnel foam communicates with the foam in the wound bed. This specific placement leaves the distal portion of the tunnel or sinus tract clear of foam and enables the distribution of higher pressures to collapse the edges together, allowing the wound to granulate together from the distal portion forward. Initiate continuous therapy at previous settings. Repeat this procedure until the tunnel has closed.

Event description:
On jan 18 2016, the following information was reported to kci by the patient's family member: the family member stated the dressing, alleged to be v.a.c granufoam&#10244;dressing, was stuck in the tunnel in the patient's wound. On feb 05 2016, the following information was reported to kci by the physician's nurse: on (B)(6) 2015 the patient went to see the physician due to black foam, alleged to be v.a.c.&#59399;granufoam dressing, that was stuck in the wound. Activ.a.c. Therapy was placed on hold. The physician surgically removed foam. The patient was to be restarted on activ.a.c. Therapy (B)(6) 2016; however, the physician had to remove additional dressing (v.a.c. Granufoam dressing and v.a.c. Whitefoam dressing). The physician decided to discontinue activ.a.c. Therapy at that time. The following information was identified by kci on jun 30 2016 after completing a review of the surgeon's progress report received: the physician visited the patient in the home on (B)(6) 2016 after the family requested a visit due to a potential of more material in wound. Upon arrival the patient was in good spirits with no new pain or bleeding from the wound. The patient was negative for chills, fatigue, fever, night sweats and unintentional weight gain. Wound assessment noted pressure ulcer hip 6 cm diameter and 3-4 cm deep with dressing grown into wound. A 1cm diameter sponge was sharply excised from the wound medially and superiorly where it was attached. Granulation tissue had grown into the sponge. Smaller amounts of sponge adhered to the base of the wound was removed with forceps bluntly. Wound dressed with wet to dry dressing. Estimated blood loss 4 ml. Patient tolerated the procedures well. The v.a.c. Granufoam dressing and v.a.c. Whitefoam dressing lot numbers are not available, therefore a device history review could not be performed.

Manufacturer narrative:
Correction: date received by manufacturer (mm/dd/yyyy) was updated from 01/15/2016 to 01/18/2016 per the descripton of the event.